Manufacturer narrative:
Evaluation revealed the lag screw step drill gamma3® ø10.5x495 mm to be the primary product. No further associated products were reported. A review of the device history records revealed no discrepancies. The item was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screw step drill had been in use for a longer time (manufactured in 2015) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. A physical examination could not be carried out as the device was not returned for investigation. Thus, a reasonable examination and investigation was not possible. Although requested for several times ((B)(6) 2016) neither the product nor further information like medical records, patient outcome, x-rays, surgery reports or more detailed information about the event were provided. Based on the information given, a root cause for the event reported could not be determined. With available information a deficiency of the lag screw step drill could not be verified. The file will be closed formally. In case relevant clinical information or the item should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product.

Event description:
The doctor reported:"when the bore hole for placing the cephalic screw, progressive stopping of the cutter currently in the stage failed and the drill bit has surpassed the programmed depth. So it is not inconceivable that the drill bit has gone beyond the limit bone (cephalic head of the femur). The patient (B)(6) years presents bone strength decreased for this osteoporosis."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The doctor reported:"when the bore hole for placing the cephalic screw, progressive stopping of the cutter currently in the stage failed and the drill bit has surpassed the programmed depth. So it is not inconceivable that the drill bit has gone beyond the limit bone (cephalic head of the femur). The patient (B)(6) resents bone strength decreased for this osteoporosis."